Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recq1506 showed no other similar product complaint(s) from this lot number.

Event description:
Bd vad clinical specialist reported that after the rn placed the 20g accucath, using ultrasound guidance, there was resistance with flushing and poor blood return. He stated that the insertion went smoothly with no issues. The catheter remains in the patient.